Manufacturer narrative:
The device was not returned for analysis. As a result, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that a suspected motor failure occurred with manipulation of the motor cable. The motor was emergently exchanged. It was reported that no harm occurred to the patient. No additional information was provided.